Event description:
A hospital in (B)(6) reported that the dome of an mr370 reusable humidification chamber was broken after a short period of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned humidification chamber was visually inspected for cracks. Results: the user reported that the chamber cracked after a short period of use. Large cracks were observed on the returned chamber. A lot check revealed no other similar complaints for this lot number. Conclusion: the cracks observed were consistent with the chamber having sustained an impact, such as being dropped during use or during reprocessing for reuse. The mr370 is a reusable device. (B)(4).